Event description:
It was reported that there were exposed wires on the power extension cable of the patient electronics unit. The unit was replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection revealed that the power extension cable was fractured completely at the end of the female connector port with exposed wires. The backplate of the device was removed and a standard power supply was connected to the unit. The unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The field reported event of exposed wires on the power extension cable was confirmed.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.